Event description:
Device 2 of 2. Reference MFR report: 1627487-2014-26221. It was reported the patient's scs system is inoperable. The patient has not charged his system in 1.5 years. The patient stopped using his system 2-3 years ago because he was not receiving effective stimulation. Reprogramming was done at least 10 times and issue was not resolved. The patient would like his pursue a system revision. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.